Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia") and device dislocation ("migration of essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent a dilation and curettage). At the time of the report, the menometrorrhagia, device dislocation, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menometrorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia"), device dislocation ("migration of essure device") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 33-year-old female patient who had essure (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, headache, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), migraine, gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), anxiety disorder, gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy and oral surgery. On (B)(6) 2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. Concurrent conditions included menometrorrhagia since (B)(6) 2007, dysmenorrhea since (B)(6) 2007, unwanted pregnancy since (B)(6) 2007, morbid obesity since (B)(6) 2007, menorrhagia since (B)(6) 2007, dysuria since (B)(6) 2008, urinary tract infection (frequent urinary infections) since (B)(6) 2008, metastatic gastric adenocarcinoma since (B)(6) 2008, biopsy since (B)(6) 2008, chronic gastritis since (B)(6) 2008, blood pressure high since (B)(6) 2008, high cholesterol since (B)(6)2008, depression since (B)(6) 2008, bowel movement irregularity since (B)(6) 2008, taste metallic (in the mouth at times as well.) Since (B)(6) 2008, nausea since (B)(6) 2008, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), pharyngitis since (B)(6) 2008, tonsillitis since (B)(6) 2008, migraine headache, hypertension, dysphagia since (B)(6) 2009, cholecystectomy (laparoscopic cholecystectomy) since (B)(6)2006 and pelvic pain. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure inserted. In october 2007, the patient experienced device dislocation (seriousness criterion medically significant). In 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain /pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches") and abdominal pain upper ("severe stomach pain (4 times in a month)"). The patient was treated with levofloxacin (levaquin), surgery (underwent a dilation and curettage) and surgery (on (B)(6) 2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation). At the time of the report, the menometrorrhagia, device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, migraine, headache and abdominal pain upper outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain upper, device dislocation, dysmenorrhoea, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that an essure coil was removed during appendix removal in 2009. On (B)(6) 2009, operations: 1. Vena cava filter placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2007: migration of essure device plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: 1. Normal cervix. 2. Normal, but shaggy endometrium without any lesions or masses. 3. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6) 2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: 1. Vena cava filter was placed under ivus guidance by vascular. 2. A laparoscopic anterior colic, antigastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm biliopancreatic and only 25 eea gastrojejunostomy. 3. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy assessment: 1. Status post gastric bypass with postoperative changes. 2. Small hiatal hemia. 3. No evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: 1. Small gastric bypass pouch. 2. Patent alimentary limb. 3. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) 2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report specimen received: endocervix, curettage, endometrium, curettage final pathologic diagnosis: 1. Endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia 2. Endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia"), device dislocation ("migration of essure device / migration of essure device location of device: displaced right essure coil/ migration of essure device : unknown location") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 33-year-old female patient who had essure (ess205) (batch no. 624473, 324473-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, headache, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), migraine, gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), anxiety disorder, gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy and oral surgery. On (B)(6) 2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. *plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: normal cervix. Normal, but shaggy endometrium without any lesions or masses. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6) 2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: vena cava filter was placed under ivus guidance by vascular. A laparoscopic anterior colic, antegastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm. Biliopancreatic and only 25 eea gastrojejunostomy. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy. Assessment: status post gastric bypass with postoperative changes. Small hiatal hemia. No evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: small gastric bypass pouch. Patent alimentary limb. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) 2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report: specimen received: endocervix, curettage, endometrium, curettage. Final pathologic diagnosis: endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included menometrorrhagia since (B)(6) 2007, dysmenorrhea since (B)(6) 2007, unwanted pregnancy since (B)(6) 2007, morbid obesity since (B)(6) 2007, menorrhagia since (B)(6) 2007, dysuria since (B)(6) 2008, urinary tract infection (frequent urinary infections) since (B)(6) 2008, metastatic gastric adenocarcinoma since (B)(6) 2008, biopsy since (B)(6) 2008, chronic gastritis since (B)(6) 2008, blood pressure high since (B)(6) 2008, high cholesterol since (B)(6) 2008, depression since (B)(6) 2008, bowel movement irregularity since (B)(6) 2008, taste metallic (in the mouth at times as well.) Since (B)(6) 2008, nausea since (B)(6) 2008, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), pharyngitis since (B)(6) 2008, tonsillitis since (B)(6) 2008, migraine headache, hypertension, dysphagia since (B)(6) 2009, cholecystectomy (laparoscopic cholecystectomy) since (B)(6) 2006 and pelvic pain. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included anesthetics, bupropion hydrochloride (wellbutrin) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 3 months 29 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain upper ("severe stomach pain (4 times in a month)"). The patient was treated with levofloxacin (levaquin) and surgery (on (B)(6) 2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation and underwent a dilation and curettage). At the time of the report, the menometrorrhagia, device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, migraine, headache, abdominal pain upper, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain upper, anxiety, depression, device dislocation, dysmenorrhoea, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that an essure coil was removed during appendix removal in 2009. On (B)(6) 2009, operations: vena cava filter placement. Discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: migration of essure device. Coil was out of place. Diagnostic results: plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: normal cervix. Normal, but shaggy endometrium without any lesions or masses. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6) 2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: vena cava filter was placed under ivus guidance by vascular. A laparoscopic anterior colic, antegastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm. Biliopancreatic and only 25 eea gastrojejunostomy. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy. Assessment: status post gastric bypass with postoperative changes. Small hiatal hemia. No evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: small gastric bypass pouch. Patent alimentary limb. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) 2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report: specimen received: endocervix, curettage, endometrium, curettage final pathologic diagnosis: endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and urinary tract infection. Lot no: "324473" is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia"), device dislocation ("migration of essure device / migration of essure device location of device: displaced right essure coil/ migration of essure device : unknown location") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 33-year-old female patient who had essure (ess205) (batch no: 624473, 324473) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, headache, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), migraine, gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), anxiety disorder, gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy and oral surgery. On (B)(6) 2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included menometrorrhagia since on (B)(6) 2007, dysmenorrhea since on (B)(6) 2007, unwanted pregnancy since on (B)(6) 2007, morbid obesity since on (B)(6) 2007, menorrhagia since on (B)(6) 2007, dysuria since on (B)(6) 2008, urinary tract infection (frequent urinary infections) since on (B)(6) 2008, metastatic gastric adenocarcinoma since on (B)(6) 2008, biopsy since on (B)(6) 2008, chronic gastritis since on (B)(6) 2008, blood pressure high since on (B)(6) 2008, high cholesterol since on (B)(6) 2008, depression since on (B)(6) 2008, bowel movement irregularity since on (B)(6) 2008, taste metallic (in the mouth at times as well.) Since on (B)(6) 2008, nausea since on (B)(6) 2008, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), pharyngitis since on (B)(6) 2008, tonsillitis since on (B)(6) 2008, migraine headache, hypertension, dysphagia since on (B)(6) 2009, cholecystectomy (laparoscopic cholecystectomy) since on (B)(6) 2006 and pelvic pain. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included anaesthetics (anesthesia), bupropion hydrochloride (wellbutrin) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In october 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 3 months 29 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain upper ("severe stomach pain (4 times in a month)"). The patient was treated with levofloxacin (levaquin) and surgery (on (B)(6) 2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation and underwent a dilation and curettage). At the time of the report, the menometrorrhagia, device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, migraine, headache, abdominal pain upper, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain upper, anxiety, depression, device dislocation, dysmenorrhoea, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that an essure coil was removed during appendix removal in 2009. On (B)(6) 2009, operations: 1. Vena cava filter placement. Discrepancy noted as per previous follow up: insertion date of essure device: on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in october 2007: results: migration of essure device. Coil was out of place. Diagnostic results: plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: 1. Normal cervix.. 2. Normal, but shaggy endometrium without any lesions or masses. 3. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6) 2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: 1. Vena cava filter was placed under ivus guidance by vascular. 2. A laparoscopic anterior colic, antegastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm biliopancreatic and only 25 eea gastrojejunostomy. 3. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy. Assessment: 1. Status post gastric bypass with postoperative changes. 2. Small hiatal hemia. 3. No evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: 1. Small gastric bypass pouch. 2. Patent alimentary limb. 3. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) 2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report specimen received: endocervix, curettage, endometrium, curettage. Final pathologic diagnosis: 1. Endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia. 2. Endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: plaintiff fact sheet received. Event added: depression and anxiety. Lot no was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia"), device dislocation ("migration of essure device") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)") in a 33-year-old female patient who had essure (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, headache, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), migraine, gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), anxiety disorder, gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy and oral surgery. On (B)(6) 2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. Concurrent conditions included menometrorrhagia since (B)(6) 2007, dysmenorrhea since (B)(6) 2007, unwanted pregnancy since (B)(6) 2007, morbid obesity since (B)(6) 2007, menorrhagia since (B)(6) 2007, dysuria since (B)(6) 2008, urinary tract infection (frequent urinary infections) since (B)(6) 2008, metastatic gastric adenocarcinoma since (B)(6) 2008, biopsy since (B)(6) 2008, chronic gastritis since (B)(6) 2008, blood pressure high since (B)(6) 2008, high cholesterol since (B)(6) 2008, depression since (B)(6) 2008, bowel movement irregularity since (B)(6) 2008, taste metallic (in the mouth at times as well.) Since (B)(6) 2008, nausea since (B)(6) 2008, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), pharyngitis since (B)(6) 2008, tonsillitis since (B)(6) 2008, migraine headache, hypertension, dysphagia since (B)(6) 2009, cholecystectomy (laparoscopic cholecystectomy) since (B)(6) 2006 and pelvic pain. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criterion medically significant). In 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain /pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches") and abdominal pain upper ("severe stomach pain (4 times in a month)"). The patient was treated with levofloxacin (levaquin), surgery (underwent a dilation and curettage) and surgery (on (B)(6) 2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation). At the time of the report, the menometrorrhagia, device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, migraine, headache and abdominal pain upper outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain upper, device dislocation, dysmenorrhoea, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that an essure coil was removed during appendix removal in 2009. On (B)(6) 2009, operations: 1. Vena cava filter placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: migration of essure device plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: normal cervix; normal, but shaggy endometrium without any lesions or masses; patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6) 2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: vena cava filter was placed under ivus guidance by vascular. A laparoscopic anterior colic, antigastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm biliopancreatic and only 25 eea gastrojejunostomy. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy assessment: status post gastric bypass with postoperative changes; small hiatal hernia; no evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: small gastric bypass pouch; patent alimentary limb; wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) 2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report: specimen received: endocervix, curettage, endometrium, curettage final pathologic diagnosis: endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia. Endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and urinary tract infection. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs information received. In (B)(6) 2007 plaintiff had undergone an essure confirmation test (hysterosalpingogram) and the result was migration of essure device. Doctor said that the coil was out of place. Plaintiff also claimed of migraines / headaches and severe stomach pain (4 times in a month. It was reported that a essure coil was removed during appendix removal in 2009. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 33-year-old female patient who had essure (ess205) (batch no. 624473,324473-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy, oral surgery, chronic cholecystitis, general body pain, palpitations, anemia, multigravida, parity 3, abortion nos and menstrual disorder. On (B)(6) 2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. *plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: 1. Normal cervix.. 2. Normal, but shaggy endometrium without any lesions or masses. 3. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6) 2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: 1. Vena cava filter was placed under ivus guidance by vascular. 2. A laparoscopic anterior colic, antegastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm biliopancreatic and only 25 eea gastrojejunostomy. 3. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy assessment: 1. Status post gastric bypass with postoperative changes. 2. Small hiatal hemia. 3. No evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: 1. Small gastric bypass pouch. 2. Patent alimentary limb. 3. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) 2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report. Specimen received: endocervix, curettage, endometrium, curettage final pathologic diagnosis: 1. Endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia 2. Endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysphagia since (B)(6) 2009, pharyngitis since (B)(6) 2008, tonsillitis since (B)(6) 2008, bowel movement irregularity since (B)(6) 2008, taste metallic (in the mouth at times as well.) Since (B)(6) 2008, nausea since (B)(6) 2008, blood pressure high since (B)(6) 2008, high cholesterol since (B)(6) 2008, depression since (B)(6) 2008, metastatic gastric adenocarcinoma since (B)(6) 2008, biopsy since (B)(6) 2008, chronic gastritis since (B)(6) 2008, dysuria since (B)(6) 2008, urinary tract infection (frequent urinary infections) since (B)(6) 2008, menometrorrhagia since (B)(6) 2007, dysmenorrhea since (B)(6) 2007, unwanted pregnancy since(B)(6) 2007, morbid obesity since(B)(6) 2007, menorrhagia since (B)(6) 2007, cholecystectomy (laparoscopic cholecystectomy) since (B)(6) 2006, headache, migraine, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), anxiety disorder, migraine headache, hypertension, pelvic pain and chronic cholecystitis. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included bupropion hydrochloride (wellbutrin) since 2007 for depression and anxiety, omeprazole since (B)(6) 2007 for gerd, lubiprostone (amitiza) for irritable bowel syndrome, vitamin d nos (vitamin d) since 2012 for vitamin d deficiency as well as anesthetics, medroxyprogesterone acetate (depo provera) from 1997 to 2007, paracetamol (acetaminophen) since (B)(6) 2007, topiramate (topamax) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2007, the patient experienced pelvic pain ("chronic pelvic pain /pain/pelvic pain") and dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and device dislocation ("migration of essure device / migration of essure device location of device: displaced right essure coil/ migration of essure device : unknown location/ essure device placed/ migration of essure device location of device: abdominal area"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("severe stomach pain (4 times in a month)"), autoimmune disorder ("most of the problem are autoimmune caused by essure"), fatigue ("I was always tired"), overweight ("got overweight"), skin disorder ("skin problems"), glucose tolerance impaired ("I am pre diabetic"), alopecia ("I am on the process to growing back my hair"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication - yes"). The patient was treated with levofloxacin (levaquin) and surgery (on (B)(6) 2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation and underwent a dilation and curettage, essure removed). Essure (ess205) was removed in 2009. At the time of the report, the menometrorrhagia, menorrhagia, device dislocation, pelvic pain, vaginal haemorrhage, urinary tract infection and metrorrhagia had resolved, the dysmenorrhoea, migraine, headache, abdominal pain upper, depression, anxiety, autoimmune disorder, fatigue, glucose tolerance impaired and post procedural complication outcome was unknown and the overweight, skin disorder and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, fatigue, glucose tolerance impaired, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, overweight, pelvic pain, post procedural complication, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that an essure coil was removed during appendix removal in 2009. On (B)(6) 2009, operations: 1. Vena cava filter placement. Discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2007. Received treatment for pain, bleeding ,migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: migration of essure device. Coil was out of place.. Lot number 324473 is invalid . Lot number: 624473 ,manufacturing date:2007-04, expiration date:2009-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 33-year-old female patient who had essure (ess205) (batch no. 624473,324473-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy, oral surgery, chronic cholecystitis, general body pain, palpitations, anemia, multigravida, parity 3, abortion nos and menstrual disorder. On (B)(6)2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. *plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: normal cervix. Normal, but shaggy endometrium without any lesions or masses. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6)2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: vena cava filter was placed under ivus guidance by vascular. A laparoscopic anterior colic, antegastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm biliopancreatic and only 25 eea gastrojejunostomy. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6)2009, procedure: upper endoscopy assessment: status post gastric bypass with postoperative changes. Small hiatal hemia. No evidence of obstruction or ulcers. On (B)(6)2009, procedure: upper endoscopy. Findings at surgery: small gastric bypass pouch. Patent alimentary limb. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6)2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6)2014: surgical pathology report. Specimen received: endocervix, curettage, endometrium, curettage final pathologic diagnosis: endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysphagia since (B)(6)2009, pharyngitis since (B)(6)2008, tonsillitis since (B)(6)2008, bowel movement irregularity since 26-nov-2008, taste metallic (in the mouth at times as well.) Since (B)(6)2008, nausea since (B)(6)2008, blood pressure high since (B)(6)2008, high cholesterol since (B)(6)2008, depression since (B)(6)2008, metastatic gastric adenocarcinoma since (B)(6)2008, biopsy since (B)(6)2008, chronic gastritis since (B)(6)2008, dysuria since (B)(6)2008, urinary tract infection (frequent urinary infections) since (B)(6)2008, menometrorrhagia since (B)(6)2007, dysmenorrhea since (B)(6)2007, unwanted pregnancy since (B)(6)2007, morbid obesity since (B)(6)2007, menorrhagia since (B)(6)2007, cholecystectomy (laparoscopic cholecystectomy) since (B)(6)2006, headache, migraine, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), anxiety disorder, migraine headache, hypertension, pelvic pain and chronic cholecystitis. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included bupropion hydrochloride (wellbutrin) since 2007 for depression and anxiety, omeprazole since (B)(6)2007 for gerd, lubiprostone (amitiza) for irritable bowel syndrome, vitamin d nos (vitamin d) since 2012 for vitamin d deficiency as well as anesthetics, medroxyprogesterone acetate (depo provera) from 1997 to 2007, paracetamol (acetaminophen) since (B)(6) 2007, topiramate (topamax) and tramadol. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6)2007, the patient experienced pelvic pain ("chronic pelvic pain /pain/pelvic pain") and dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"). In october 2007, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6)2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and device dislocation ("migration of essure device / migration of essure device location of device: displaced right essure coil/ migration of essure device : unknown location/ essure device placed/ migration of essure device location of device: abdominal area"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("severe stomach pain (4 times in a month)"), autoimmune disorder ("most of the problem are autoimmune caused by essure"), fatigue ("I was always tired"), overweight ("got overweight"), skin disorder ("skin problems"), glucose tolerance impaired ("I am pre diabetic"), alopecia ("I am on the process to growing back my hair"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication - yes"). The patient was treated with levofloxacin (levaquin) and surgery (on (B)(6)2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation and underwent a dilation and curettage, essure removed). Essure (ess205) was removed in 2009. At the time of the report, the menometrorrhagia, menorrhagia, device dislocation, pelvic pain, vaginal haemorrhage, urinary tract infection and metrorrhagia had resolved, the dysmenorrhoea, migraine, headache, abdominal pain upper, depression, anxiety, autoimmune disorder, fatigue, glucose tolerance impaired and post procedural complication outcome was unknown and the overweight, skin disorder and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, fatigue, glucose tolerance impaired, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, overweight, pelvic pain, post procedural complication, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that an essure coil was removed during appendix removal in 2009. On (B)(6)2009, operations: vena cava filter placement. Discrepancy noted as per previous follow up: insertion date of essure device: (B)(6)2007. Received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2007: results: migration of essure device. Coil was out of place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived, new reporter, event metrorrhagia , complication of device removal ,outcome of the event and rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 33-year-old female patient who had essure (ess205) (batch no. 624473,324473-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy, oral surgery, chronic cholecystitis, general body pain, palpitations, anemia, multigravida, parity 3, abortion nos and menstrual disorder. On (B)(6) 2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. *plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: 1. Normal cervix. 2. Normal, but shaggy endometrium without any lesions or masses. 3. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6) 2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: 1. Vena cava filter was placed under ivus guidance by vascular. 2. A laparoscopic anterior colic, antegastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm. Biliopancreatic and only 25 eea gastrojejunostomy. 3. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy assessment: 1. Status post gastric bypass with postoperative changes. 2. Small hiatal hemia. 3. No evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: 1. Small gastric bypass pouch. 2. Patent alimentary limb. 3. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) 2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report specimen received: endocervix, curettage, endometrium, curettage. Final pathologic diagnosis: 1. Endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia. 2. Endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysphagia since (B)(6) 2009, pharyngitis since (B)(6) 2008, tonsillitis since (B)(6) 2008, bowel movement irregularity since (B)(6) 2008, taste metallic (in the mouth at times as well.) Since (B)(6) 2008, nausea since (B)(6) 2008, blood pressure high since (B)(6) 2008, high cholesterol since (B)(6) 2008, depression since (B)(6) 2008, metastatic gastric adenocarcinoma since (B)(6) 2008, biopsy since (B)(6) 2008, chronic gastritis since 25-jun-2008, dysuria since (B)(6) 2008, urinary tract infection (frequent urinary infections) since (B)(6) 2008, menometrorrhagia since (B)(6) 2007, dysmenorrhea since (B)(6) 2007, unwanted pregnancy since (B)(6) 2007, morbid obesity since (B)(6) 2007, menorrhagia since (B)(6) 2007, cholecystectomy (laparoscopic cholecystectomy) since (B)(6) 2006, headache, migraine, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), anxiety disorder, migraine headache, hypertension, pelvic pain and chronic cholecystitis. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included bupropion hydrochloride (wellbutrin) since 2007 for depression and anxiety, omeprazole since (B)(6) 2007 for gerd, lubiprostone (amitiza) for irritable bowel syndrome, vitamin d nos (vitamin d) since 2012 for vitamin d deficiency as well as anesthetics, medroxyprogesterone acetate (depo provera) from 1997 to 2007, paracetamol (acetaminophen) since (B)(6) 2007, topiramate (topamax) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2007, the patient experienced pelvic pain ("chronic pelvic pain /pain/pelvic pain") and dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and device dislocation ("migration of essure device / migration of essure device location of device: displaced right essure coil/ migration of essure device : unknown location/ essure device placed/ migration of essure device location of device: abdominal area"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("severe stomach pain (4 times in a month)"), autoimmune disorder ("most of the problem are autoimmune caused by essure"), fatigue ("I was always tired"), overweight ("got overweight"), skin disorder ("skin problems"), glucose tolerance impaired ("I am pre diabetic"), alopecia ("I am on the process to growing back my hair"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication - yes"). The patient was treated with levofloxacin (levaquin) and surgery (on (B)(6) 2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation and underwent a dilation and curettage, essure removed). Essure (ess205) was removed in 2009. At the time of the report, the menometrorrhagia, menorrhagia, device dislocation, pelvic pain, vaginal haemorrhage, urinary tract infection and metrorrhagia had resolved, the dysmenorrhoea, migraine, headache, abdominal pain upper, depression, anxiety, autoimmune disorder, fatigue, glucose tolerance impaired and post procedural complication outcome was unknown and the overweight, skin disorder and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, fatigue, glucose tolerance impaired, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, overweight, pelvic pain, post procedural complication, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that an essure coil was removed during appendix removal in 2009. On (B)(6) 2009, operations: 1. Vena cava filter placement. Discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2007. Received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: migration of essure device. Coil was out of place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived, new reporter, event metrorrhagia , complication of device removal ,outcome of the event and rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 33-year-old female patient who had essure (ess205) (batch no. 624473,324473-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy, oral surgery, chronic cholecystitis, general body pain, palpitations, anemia, multigravida, parity 3, abortion nos and menstrual disorder. On (B)(6) 2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. *plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: 1. Normal cervix. 2. Normal, but shaggy endometrium without any lesions or masses. 3. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6) 2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: 1. Vena cava filter was placed under ivus guidance by vascular. 2. A laparoscopic anterior colic, antigastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm biliopancreatic and only 25 eea gastrojejunostomy. 3. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy assessment: 1. Status post gastric bypass with postoperative changes. 2. Small hiatal hemia. 3. No evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: 1. Small gastric bypass pouch. 2. Patent alimentary limb. 3. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) 2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report specimen received: endocervix, curettage, endometrium, curettage final pathologic diagnosis: 1. Endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia 2. Endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysphagia since (B)(6) 2009, pharyngitis since (B)(6) 2008, tonsillitis since (B)(6) 2008, bowel movement irregularity since (B)(6) 2008, taste metallic (in the mouth at times as well.) Since (B)(6) 2008, nausea since (B)(6) 2008, blood pressure high since (B)(6) 2008, high cholesterol since (B)(6) 2008, depression since (B)(6) 2008, metastatic gastric adenocarcinoma since (B)(6) 2008, biopsy since (B)(6) 2008, chronic gastritis since (B)(6) 2008, dysuria since (B)(6) 2008, urinary tract infection (frequent urinary infections) since (B)(6) 2008, menometrorrhagia since (B)(6) 2007, dysmenorrhea since (B)(6) 2007, unwanted pregnancy since (B)(6) 2007, morbid obesity since (B)(6) 2007, menorrhagia since (B)(6) 2007, cholecystectomy (laparoscopic cholecystectomy) since (B)(6) 2006, headache, migraine, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), anxiety disorder, migraine headache, hypertension, pelvic pain and chronic cholecystitis. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included bupropion hydrochloride (wellbutrin) since 2007 for depression and anxiety, omeprazole since (B)(6) 2007 for gerd, lubiprostone (amitiza) for irritable bowel syndrome, vitamin d nos (vitamin d) since 2012 for vitamin d deficiency as well as anesthetics, medroxyprogesterone acetate (depo provera) from 1997 to 2007, paracetamol (acetaminophen) since (B)(6) 2007, topiramate (topamax) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2007, the patient experienced pelvic pain ("chronic pelvic pain /pain/pelvic pain") and dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and device dislocation ("migration of essure device / migration of essure device location of device: displaced right essure coil/ migration of essure device : unknown location/ essure device placed/ migration of essure device location of device: abdominal area"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("severe stomach pain (4 times in a month)"), autoimmune disorder ("most of the problem are autoimmune caused by essure"), fatigue ("I was always tired"), overweight ("got overweight"), skin disorder ("skin problems"), glucose tolerance impaired ("I am pre diabetic"), alopecia ("I am on the process to growing back my hair"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication - yes"). The patient was treated with levofloxacin (levaquin) and surgery (on (B)(6) 2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation and underwent a dilation and curettage, essure removed). Essure (ess205) was removed in 2009. At the time of the report, the menometrorrhagia, menorrhagia, device dislocation, pelvic pain, vaginal haemorrhage, urinary tract infection and metrorrhagia had resolved, the dysmenorrhoea, migraine, headache, abdominal pain upper, depression, anxiety, autoimmune disorder, fatigue, glucose tolerance impaired and post procedural complication outcome was unknown and the overweight, skin disorder and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, fatigue, glucose tolerance impaired, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, overweight, pelvic pain, post procedural complication, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that an essure coil was removed during appendix removal in 2009. On (B)(6) 2009, operations: 1. Vena cava filter placement. Discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2007. Received treatment for pain, bleeding ,migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: migration of essure device. Coil was out of place.. Lot number 324473 is invalid . Lot number: 624473 manufacturing date:2007-04 expiration date:2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia"), device dislocation ("migration of essure device") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 33-year-old female patient who had essure (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, headache, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), migraine, gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), anxiety disorder, gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy and oral surgery. On (B)(6) 2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. Concurrent conditions included menometrorrhagia since (B)(6) 2007, dysmenorrhea since (B)(6) 2007, unwanted pregnancy since (B)(6) 2007, morbid obesity since (B)(6) 2007, menorrhagia since (B)(6) 2007, dysuria since 1-jan-2008, urinary tract infection (frequent urinary infections) since (B)(6) 2008, metastatic gastric adenocarcinoma since (B)(6) 2008, biopsy since (B)(6) 2008, chronic gastritis since (B)(6) 2008, blood pressure high since (B)(6) 2008, high cholesterol since (B)(6) 2008, depression since (B)(6) 2008, bowel movement irregularity since (B)(6) 2008, taste metallic (in the mouth at times as well.) Since (B)(6) 2008, nausea since (B)(6) -2008, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), pharyngitis since (B)(6) 2008, tonsillitis since (B)(6) 2008, migraine headache, hypertension, dysphagia since (B)(6) 2009, cholecystectomy (laparoscopic cholecystectomy) since (B)(6) 2006 and pelvic pain. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criterion medically significant). In 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2010, the patient experienced pelvic pain ("chronic pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with levofloxacin (levaquin), surgery (underwent a dilation and curettage) and surgery (on (B)(6) 2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation). Essure was removed. At the time of the report, the menometrorrhagia, device dislocation, dysmenorrhoea, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation, dysmenorrhoea, menometrorrhagia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: *she had essure removed on unspecified date and did not retain the essure device or any portion of it. On (B)(6) 2009, operations: 1. Vena cava filter placement. She had essure removed on unspecified date and did not retain the essure device or any portion of it. Diagnostic results: plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. On an unspecified date she undergo an essure confirmation test. Findings: normal cervix. Normal, but shaggy endometrium without any lesions or masses. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On 26-jun-2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: vena cava filter was placed under ivus guidance by vascular. A laparoscopic anterior colic, antegastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm biliopancreatic and only 25 eea gastrojejunostomy. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy assessment: 1. Status post gastric bypass with postoperative changes. 2. Small hiatal hemia. 3. No evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: 1. Small gastric bypass pouch. 2. Patent alimentary limb. 3. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) -2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report specimen received: endocervix, curettage, endometrium, curettage final pathologic diagnosis: 1. Endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia 2. Endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and urinary tract infection. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received. Reporters were added. Patient¿s details, historical condition, concomitant disease, concomitant drug, lot no, family history, treatment drug and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti and migration of essure device were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 33-year-old female patient who had essure (ess205) (batch no. 624473,324473-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, chest pain (complaints of chest pain that is located primarily in the substernal area. The chest pain is described as heaviness, tightness. The pain does not radiate. Chest pain that is located primarily in the anterior aspect of left upper chest and left breast. The chest pain is described as aching, burning, constant not associated with exertion. The pain does not radiate.), general body pain, hot flashes, abdominal pain, chronic sinusitis, constipation, depression, diarrhea, gallstones, gastrooesophageal reflux disease, blood pressure high (chronic hypertension), gallbladder operation, weakness, shortness of breath, gastric bypass (gastric bypass, prior major surgery for dvt risk factor.), gastroesophageal reflux disease, chronic back pain, obesity (morbid obesity with elevated pulmonary embolus risk.), laparoscopy (laparoscopic roux-en-y gastric bypass), appendectomy, oral surgery, chronic cholecystitis, general body pain, palpitations, anemia, multigravida, parity 3, abortion nos and menstrual disorder. On (B)(6) 2009, preoperative diagnosis: rule out anastomotic ulcer. Postoperative diagnosis: dysphagia, with no evidence of ulcer. *plaintiff was not advised of any complications or problems that occurred at the time of your essure placement procedure. Findings: 1. Normal cervix. 2. Normal, but shaggy endometrium without any lesions or masses. 3. Patent tubal ostia bilaterally. Hemoglobin as low as 7. On (B)(6) 2008. Chief compliant: abnormal CT scan, irregular bowel movements. Present illness: CT of abdomen and pelvis which showed a small amount of free fluid in the pelvis and possible mesenteric adenitis. Findings: 1. Vena cava filter was placed under ivus guidance by vascular. 2. A laparoscopic anterior colic, antegastric roux-en-y gastric bypass was performed with a 150 cm limb with 60 cm biliopancreatic and only 25 eea gastrojejunostomy. 3. Upper endoscopy was performed and revealed that patient had anastomosis with no evidence of leak. On (B)(6) 2009, procedure: upper endoscopy assessment: 1. Status post gastric bypass with postoperative changes. 2. Small hiatal hemia. 3. No evidence of obstruction or ulcers. On (B)(6) 2009, procedure: upper endoscopy. Findings at surgery: 1. Small gastric bypass pouch. 2. Patent alimentary limb. 3. Wide open anastomosis with no evidence of stricture or ulcers. On (B)(6) 2014, a computed tomography scan showing a questionable thickening of the cervix and a concern for possible premalignant or malignant changes. On (B)(6) 2014: surgical pathology report. Specimen received: endocervix, curettage, endometrium, curettage final pathologic diagnosis: 1. Endocervix, curettage: cervical and endocervical tissue without evidence of dysplasia 2. Endometrium, curettage: cervical and endocervical tissue without evidence of dysplasia no endometrial glands or stroma present for evaluation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysphagia since (B)(6) 2009, pharyngitis since (B)(6) 2008, tonsillitis since (B)(6) 2008, bowel movement irregularity since (B)(6) 2008, taste metallic (in the mouth at times as well.) Since (B)(6) -2008, nausea since (B)(6) 2008, blood pressure high since (B)(6) 2008, high cholesterol since (B)(6) 2008, depression since (B)(6) 2008, metastatic gastric adenocarcinoma since (B)(6) 2008, biopsy since (B)(6) 2008, chronic gastritis since (B)(6) 2008, dysuria since (B)(6) 2008, urinary tract infection (frequent urinary infections) since (B)(6) 2008, menometrorrhagia since (B)(6) 2007, dysmenorrhea since (B)(6) 2007, unwanted pregnancy since (B)(6) 2007, morbid obesity since (B)(6) 2007, menorrhagia since (B)(6) 2007, cholecystectomy (laparoscopic cholecystectomy) since (B)(6) 2006, headache, migraine, abdominal cramps, blood in urine (blood on toilet tissue that is dull red, almost pink.), nausea, diarrhea, change of bowel habit, irritable bowel syndrome, specific allergy (drug), anxiety disorder, migraine headache, hypertension, pelvic pain and chronic cholecystitis. Family history included colonic polyp and blood pressure high (father, mother). Concomitant products included bupropion hydrochloride (wellbutrin) since 2007 for depression and anxiety, omeprazole since (B)(6) 2007 for gerd, lubiprostone (amitiza) for irritable bowel syndrome, vitamin d nos (vitamin d) since 2012 for vitamin d deficiency as well as anesthetics, medroxyprogesterone acetate (depo provera) from 1997 to 2007, paracetamol (acetaminophen) since (B)(6) 2007, topiramate (topamax) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On(B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2007, the patient experienced pelvic pain ("chronic pelvic pain /pain/pelvic pain") and dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and device dislocation ("migration of essure device / migration of essure device location of device: displaced right essure coil/ migration of essure device : unknown location/ essure device placed/ migration of essure device location of device: abdominal area"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("severe stomach pain (4 times in a month)"), autoimmune disorder ("most of the problem are autoimmune caused by essure"), fatigue ("I was always tired"), overweight ("got overweight"), skin disorder ("skin problems"), glucose tolerance impaired ("I am pre diabetic") and alopecia ("I am on the process to growing back my hair"). The patient was treated with levofloxacin (levaquin) and surgery (on (B)(6) 2014, surgery (other) type of surgery: dilation and curettage,novasure endometrial ablation and underwent a dilation and curettage, essure removed). Essure (ess205) was removed in 2009. At the time of the report, the menometrorrhagia, menorrhagia, device dislocation, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, migraine, headache, abdominal pain upper, depression, anxiety, autoimmune disorder, fatigue and glucose tolerance impaired outcome was unknown, the pelvic pain had resolved and the overweight, skin disorder and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, fatigue, glucose tolerance impaired, headache, menometrorrhagia, menorrhagia, migraine, overweight, pelvic pain, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that an essure coil was removed during appendix removal in 2009. On (B)(6) 2009, operations: 1. Vena cava filter placement. Discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: migration of essure device. Coil was out of place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and urinary tract infection. Lot no: "324473" is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporters added. New events 'autoimmune disorder', 'always tired', 'overweight', 'skin problems', 'pre-diabetic' and 'alopecia' were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.